Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation was confirmed based on the customer's attached picture, where it was noted that the suture was damaged.

Event description:
On 07/14/2025, a sales representative reported via email that an ar-1588rtt2-ib fibertag tightrope ii implant failed during use due to an issue within the fibertape loop attached to the graft, where the surgeon lost the ability to tension the graft. Fraying of the implant was observed and when cut out of the patient (see photo attachment). The case was completed using a btb tightrope as a bailout technique, along with an interference screw. The event resulted in over 30 minutes of additional operating room time. This was discovered during an allograft achilles for pcl procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 07/25/2025: the case added 20-25 minutes of anesthesia. An ar-1588btb-ib tightrope ii btb and an ar-4030c-10 fastthread biocomposite interference screw were used to complete the case, and the surgeon was satisfied with the outcome. No adverse effects reported on or after surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.